Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2019 with the following findings: during investigation, the battery compartment was cracked. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump failed to power on. Corrosion at a leak were found in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. There was no power to the pump due to moisture damage.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging moisture inside the cartridge compartment and the pump would not power on. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.